Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon¿ transbronchial aspiration needle device was used during a procedure. According to the complainant, during the procedure, the needle bent during the first pass. The device became inoperative and the procedure was completed with another excelon¿ device. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.